Event description:
It was reported that the device was explanted and replaced due to a suspected malfunction. No further information is available.

Manufacturer narrative:
The reported field event of suspected malfunction was not confirmed in the laboratory. Review of the electrograms noted high frequency, low amplitude noise. The device was tested on the bench as well as using automated test equipment, and no anomaly was found. The cause of the noise could not be determined.